Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with three proglide devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures of the proglide devices did not grasp the artery as the artery seemed to be frail. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved with a non-abbott endoprosthesis stent. Due to the difficulties with the proglide devices, there was a delay in the procedure and a blood transfusion was given to the patient. There was no reported adverse patient sequel. No additional information was provided.